Event description:
It was reported that an 840 ventilator had a faulty display. The ventilator was not on a patient at the time of the event. The service engineer replaced the gui cpu (graphical user interface) board, backlight inverter and uploaded software to correct the issue. The unit passed all testing and operates within the manufacturing specifications.